Event description:
It has been reported to philips that, the wireless footswitch was not working. System was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, there was no wi-fi connection between the wireless footswitch and its base. A philips remote service engineer (rse) determined that intermittently the wireless connection between the base station and wireless footswitch was lost and the base station or footswitch remained in error mode. The rse directed the customer to reset the wireless footswitch by replacing the battery. By removing the battery, the power to the footswitch is removed which resets the software. The same effect would be achieved by reinserting the battery. After resetting the battery and restarting the system, the system was returned to use in good working order. Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. For the previous generation of wireless footswitch, philips has also initiated a field safety corrective action (2022-igt-bst-011). The codes were updated based on the investigation outcome. Evaluation method code was corrected.